Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported that a patient's blood glucose levels reached 494 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the cannula dislodged from the infusion site (arm). As treatment, a manual injection was delivered and a new pod was applied immediately after the event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Although the investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported high blood glucose levels, the reported event could not be determined. Damage was noted to the exposed portion of the soft cannula. It is unable to be determined when or how this damage occurred.